Event description:
Welch allyn became aware through (B)(4) that a vaginal speculum broke during a pelvic examination on a (B)(6). There was a small laceration (less than 1mm) and some minor bleeding. The pt is fine and did not require any medical attention.

Manufacturer narrative:
Method: the actual device has not been returned to welch allyn for eval. Results - vaginal speculum.